Event description:
A malfunction code malf 12 was reported, for which customer service provided information on resetting the pump via email. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and contact support if the malfunction recurred. The caller understood the instructions provided.